Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a vibratory alert for an extended charge time. The device was explanted and replaced. The patient was stable post procedure.